Manufacturer narrative:
Corrections: g1, g3. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu), serial (B)(6), was evaluated following the reported event of the system controller overheating while connected to the mpu. A review of the submitted controller event log file spanned approximately 5 days (B)(6) 2025 per time stamp). The controller¿s internal temperature ranged from 35 - 46 degrees celsius while operating the pump, which is within the expected range. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (B)(6) 2025 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The mpu, serial number (B)(6), was not returned for analysis and remains in use. The provided information stated that the patient's controller was warm to the touch over the days leading up to the patient's clinic visit and was hot to the touch the night prior when sleeping on the mpu. The mpu was plugged into the same outlet as usual and there has been no changes in any environmental factors. The heartmate 3 instructions for use explains that the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Additional information stated that there were no further issues following the visit. The reported event cannot be correlated to an issue with the mpu. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that no equipment was exchanged from the event and that no further issues with the mpu have occurred since the patient's last visit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's controller was warm to the touch over the days leading up to the patient's clinic visit and then was hot to the touch the night prior when sleeping on mpu power. The mpu was plugged into the same outlet as usual, the patient has not changed the way they sleep, and there has been no changes in any environmental factors. Log files were submitted to tech services for review. Log file review appeared to capture only routine events and no notable alarm conditions or parameter changes. Log file recorded controller temperature also appeared to be within the normal temperature range.